Manufacturer narrative:
H11: corrected data: upon review of the additional information, it has been determined that there is no alleged paradoxical adipose hyperplasia (pah).

Event description:
Additional information was received from the provider, it has been determined that there is no presumed paradoxical adipose hyperplasia (pah).

Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received additional information that the patient received a coolsculpting treatment to the abdomen and flanks on (B)(6) 2022 and was diagnosed with paradoxical hyperplasia (ph).

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the upper and lower abdomen and flanks on (B)(6) 2021 and (B)(6) 2022 using the cooladvantage c120, c150, and surface 150 system applicators, who developed paradoxical hyperplasia (ph) after treatment.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment and presented with paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
Corrected data: d1.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the upper and lower abdomen and flanks on(B)(6)2021 and (B)(6)2022 using the cooladvantage c120, c150, and surface 150 system applicators, who developed paradoxical hyperplasia (ph) after treatment.